Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0ullq, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-apr-2019, UDI#: (B)(4). Product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3889-28, lot# :va0ullq, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the implant was a nuisance, and nothing brought relief. The patient wore pads day and night, and over the last three years, had experimented with the four programs set in the device. The doctor put 4 new programs in and had the patient change the programs 1 through 4 to see if any seemed better. It was noted that at some point, the doctor said only one lead was firing and it was set to use both to better get relief versus longevity of the device, and recently, the doctor said the program the patient was on was a last ditch, to keep upping the amplitude until it was obvious there was no relief, and then try a low dose of myrbetriq. The patient was wetter on the drug and their vision blurred, so they s topped the medication after 3 weeks. It was noted that the doctor wondered if a manufacturer representative should come in and consider repositioning the leads. It was noted that the patient leaked a lot, occasionally actually wet their pants, get up to void every two hours during the night, and their pad was saturated in the morning, even the tena overnight; sometimes the patient was so wet during the night that they change the pad and their underwear and felt like they had a diaper. The patient¿s bladder released before they were on the toilet so frequently at night that either the toilet was wet or their underwear takes a hit. It was noted that the last three years had been different from the previous six, and that one of the leads in the patient¿s lower back made a little bump under their skin. No further complications were reported/anticipated.